Event description:
A consumer reported blurry vision following intraocular lens (iol) implant surgery. He stated he is also seeing halos during the night and day which was interfering with his driving. Additional info was received from the surgeon, who reported the iol was exchanged for a monofocal iol.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 12/21/2011, 12/22/2011 and 01/12/2012 by fax, phone and mail. (B)(4).